Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 120-130mg/dl. Performed back to back blood tests on the truetrack and the trueresult - results were 171mg/dl for the truetrack and 73mg/dl for the trueresult. Based on parkes error grid analysis, the bias between the back to back results (73, 171) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer normally is 120-130mg/dl. Performed back to back blood tests on the truetrack an the trueresult - results were 171mg/dl for the true track and 73mg/dl for the true result. Based on parkes error grid analysis, the bias between the back to back results (73, 171) is located in zone b/c. No adverse event reported.